Event description:
It was reported that the device was used during a laparoscopic oophorectomy, a small piece of soft plastic material was not the fundus of the uterus. He removed the object without incident. No pt consequences.